Event description:
Pt reported the pt's back to back test readings on the pt's ss meter were 102 and 161 mg/dl. Tests were done using the same finger stick. Control test reading (138) obtained with expired control solution was in range (97-145). No symptoms were reported. Meter has never been cleaned and was not coded to match test strips. Lfs rep walked pt through proper cleaning and set-up of meter codes. There was no allegation of harm.